Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-03313. The pt received an scs system on (B)(6) 2010. It was reported that the patient received a low battery ipg message on (B)(6) 2010. The impedance reading showed that all lead contacts were invalid. The patient was receiving stimulation and the system has not been explanted. No further info is available at this time. This report is being submitted as a precautionary measure as similarly reported events have led to an explant procedure.